Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) and reported that the pump had an intermittent power issue. During review of the pump, the reporter claimed that the pump was intermittently rebooting. It is unknown when the alleged issue began. Upon checking the battery cap, the reporter claimed that the yellow o-ring was visible. The reporter removed the battery cap and attempted to tighten the battery cap onto the pump with a coin. He was unable to completely tighten the battery cap so that the yellow o-ring was not visible. The animas representative involved in this contact reportedly explained to husband that since he had changed the cap a week ago, the issue was likely a crack in the pump. However, the reporter denied that the battery cap and battery compartment were damaged. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the alleged issue contributed to a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the complaint of a power issue was verified in the history but could not be duplicated. The black box verified evidence of power on resets. No damage was found to the battery compartment. The battery cap was not returned with the pump. A new test battery cap was able to fully tighten, with no visible yellow o ring showing. The pump was exercised for 24 hours with test battery cap, no power loss or rebooting was duplicated. Pump cover was removed to investigate, no evidence of moisture or evidence of damage to battery flex or power circuit was observed.